Event description:
The customer reported excessive fluid removed even though the prisma machine was programmed to remove no fluid from the pt. The prisma machine had been alarming incorrect dialysate weight for approximately four hours and facility's intensive care nurse had been overriding the alarm but was unable to clear it. Facility's intensive care nurse was unsure of the exact amount of additional fluid removed from the pt as she neither counted the alarms nor weighed the pt.